Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: brush inside the channel; control knob movement had a minor play and it was loose; distal end plastic cover had minor dents and scratches; bending section cover or distal sheath rubber glue had a crack in the plastic distal end cover and insertion tube; light guide tube had a buckle; objective lens had tiny chips at the edge, and light guide lenses had tiny chips at the edges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, possible brush in insertion tube. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the foreign matter clogging in the insertion tube. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.